Event description:
Mask wearing has done havoc on my health since (B)(6) 2020 and I wear it as little as possible. I suffer from ptsd and anxiety and have panic attacks within minutes of wearing them. I have fainted wearing them. Recently I suffered a fall and fractured ribs and clavicle. I could not breathe and being told to wear a mask at medical facility affected my breathing and mental state three times as much. Recently after wearing mask for a few minutes, I started suffering from dizziness and nausea. 'Bi' returned to normal within a short time after removing mask. For the next week I suffered from severe vertigo 3 days out of 7 requiring complete bed rest and not being able to work all from these masks. Company that makes the medical device: (B)(4). FDA safety report ID # (B)(4).